Event description:
The accounts biomed stated the head section of the bed cannot be raised.

Manufacturer narrative:
Technical support instructed the accounts biomed to isolate the valve coil and then the valve itself. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.